Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was jammed. The customer stated that the lens was implanted and explanted in same procedure. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon additional information received, the device code dc-delivery issue is no longer applicable and the code is updated to dc-stuck in cartridge. Therefore, this follow-up #1 is being submitted to provide the corrected data. There will no longer be any further reporting under medwatch report number 3012236936-2025-0002204. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.